Event description:
The reporter indicated that as the surgeon was inserting the 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od), the lens tore. The lens was removed and no patient injury was reported.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4): evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint information and work order search, a specific root cause of the event could not be determined.(B)(4)

Manufacturer narrative:
Evaluation method - lens work order search. Results - visual inspection of the returned lens showed the haptic was torn confirming the reported event. A work order search revealed there were no similar complaints within the work order. Most probable root cause of lens tearing during injection is user or technical error. (B)(4).